Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause is unexpected high ultrafiltration (uf) compared to other therapies in the log and use error, misconnection of the drain line. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:16:23. During night drain cycle one, the patient's ultrafiltration reading was 25418ml, indicating the home patient (hp) drained 25418ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria.